Event description:
Needleless adapter on distal central line port was attempting to be removed, and the outside portion of the adapter broke from the male portion. As a result, the male portion was stuck inside the port of the central line and the pt had to have a central line replacement. Diagnosis: needleless adapter.